Event description:
Reporter called to state when she was trying to use her freestyle libre 3 it gave a "sensor error¿. She changed her sensor and the same error message showed. Reporter said she will call manufacturer to get replacement. Reference report: mw5158041.